Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: review of the black box data revealed no evidence of short battery life or any unusual activity or errors, alarms or warnings. On investigation, ¿ez-prime¿ steps were performed correctly, all currents draw were within specifications. Investigation was unable to duplicate ¿short battery life¿ complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump's interior components.